Event description:
The complainant has reported that a patient underwent a therapeutic colonscopy for diagnosis and treatment. Three attempts (separate clips) to utilize the resolution clip device to perform hemostasis in the colon resulted in the clip not extending from the sheath. The clips did not grasp tissue at the intended sits. They did not deploy at all. Please note associated medwatch reports: 6000048-2006-00142 and 6000048-2006-00143 (attached). A fourth clip was successfully utlilized to complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is noted to be 'ok'.